Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Lead was explanted.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasions were noted at 3.1-3.2cm and 3.9-4.1cm from the original proximal end of the svc shock coil, consistent with lead friction to another device or heart feature. Internal insulation abrasions under the svc shock coil were noted at 0.5-1.5cm, 1.4-1.9cm, 1.8-2.0cm, and 4.5-5.4cm from the original proximal end of the svc shock coil. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.